Event description:
In an outpatient clinic, an infusion was just started when it was noted to be leaking at the upper silicone segment. Infusion was normal saline 1000 ml with 20 meg potassium chloride and 2 g of magnesium sulfate. There was no pt harm and no report of medical intervention.

Manufacturer narrative:
(B)(4). The device has not been received yet. A f/u report will be submitted with eval results should the device be received for investigation.